Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025 the clinical team reported that on (B)(6) 2025 the end-user experienced hyperglycemia with blood glucose (bg) levels above 400 mg/dl following an incomplete insulin cartridge and infusion set change. The end-user resumed insulin delivery after completing a full supply change with assistance. The end-user was not hospitalized, and no long-term effects were reported.